Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 4.2 mmol/l. The customer¿s current blood glucose level was 5.4 mmol/l. The customer was treated with glucose tablets. Customer did not report the symptoms related to their low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.